Event description:
It was reported that the blue lumen hub of a cook spectrum minocycline/rifampin impregnated five lumen central venous catheter set was leaking. Upon attempt to inject medication through the hub of the blue lumen, fluid was noted to be leaking from the hub. The needle free valve that was attached to the lumen was changed; however, the leak persisted. The line with the blue lumen hub was clamped, and a sticker was placed on the lumen to indicate it should not be used. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
D1 - brand name: cook spectrum minocycline/rifampin impregnated five lumen central venous catheter set. E1 - phone number: (B)(6) e3 - occupation: clinical product coordinator. H3 - device evaluation anticipated but not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.